Manufacturer narrative:
One sample of low pressure cuffed tracheostomy tube part number 8lpc was received for evaluation, lot number of the tube is 12h1020jzx. An inflation/deflation test was performed, with a syringe. 17cc of air was applied to the cuff, and it was observed the cuff presented deformation. All manufacturing controls were found effective to detect the reported failure mode. A hernia of this magnitude at the time of manufacturing would have been detected during the 100% inflate/deflate test and removed from the lot. The deformation (hernia) condition found in the received sample is not confirmed as related to manufacturing process. (B)(4).

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.

Event description:
The customer reported: following cardiopulmonary arrest, the patient was ventilated with a balloon. He was given adrenalin and received cardiac massage. When cannulated, the balloon herniated after initial inflating. Customer reported the patient was transferred to intensive care. Customer confirmed that pretesting efforts were not done. The info provided suggest that decannulation and recannulation of a replacement tube was required.